Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received.

Event description:
In response the abbott urgent medical device correction letter, the patient¿s spouse reported their ¿stimulator came completely undone unwired in his back. He had to spend two almost three weeks in the hospital¿. Per the spouse, the entire system was explanted due to complications. No further information is available as the attempts to follow-up have been unsuccessful.